Manufacturer narrative:
The device was received deployed. During fluid path testing, fluid was observed to be leaking from a hole in the unexposed portion of the soft cannula. An accurate leak test could not be performed due to the damage to the unexposed portion of the soft cannula. No indication of fluid ingress was observed inside the device. Review of the device data shows the first priming sequence completed at pulse 46 and was deactivated at pulse 1912. No timeouts, drive stalls, or hazard alarms were generated during device run. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 15.4 mmol/l (277.2 mg/dl) while wearing the pod between 24 and 36 hours. The pod was reported to be leaking insulin. No specific treatment information was provided.